Event description:
The surgeon implanted a plate silicone lens model aa4204vl and was torn during implantation. The lens was removed without patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.

Manufacturer narrative:
Evaluation conclusion: the product has not been returned. A root cause cannot be determined since the device is unavailable to be evaluated.